Event description:
Examined the patient's blood and found high values of metal. As this indicated high metal wear a revision was done (unk date).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number, since it is only indicated to be used as a hemi in the us at this time. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ today we received a letter from a lawyer: "patient got new hip on (B)(6) 2006. About 12 month later patient occasionally noticed a clicking/creaking noise in the hip. During the course of time the noises´ frequency increased. In the end it was audible with every motion. Surgeon who did the first surgery was consulted. As per him, x-rays showed no anomaly and were on the right place. In (B)(6) 2008 patient went to another surgeon. This surgeon did not find any anomaly on the x-rays he took. But was very concerned about the noises. He recorded the noises with help of a dictaphone. In addition he examined the patient´s blood and found high values of metal. As this indicated high metal wear a revision was done (unknown date). A lot of tissue had to be removed because of high metal wear. The head showed significant claw marks and enormous wear. Surgeon who did the revision advised patient that there is a material defect, he recommended to claim against manufacturer." Update received (B)(4) 2013 - (B)(6) hospital, surgeon. Update received: (B)(4) 2014 - added side hip: left and added surgeons forename: dr (B)(6).

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.